Event description:
In 2008, the pt reported that she was in the hospital due to elevated blood glucose. She stated that on the same day, she woke up from a nap feeling very sick and her blood glucose measured "hi" on her blood glucose monitor. She then found that her infusion tubing was partially separated at the luer connection and insulin was leaking. The pt changed her infusion tubing and infusion site and was not able to lower her blood glucose and she drove herself to the hospital. Her blood glucose measured 800 mg/dl and she was treated with an insulin IV. While in the emergency room, she was informed that "cardiac fluids" were present in her blood indicating that she had a mild heart attack. Product was replaced and requested to be returned for eval.